Event description:
It was reported that the caller needed assistance in updating pump time and was unable to connect with their g7 sensor. Caller¿s previous blood glucose levels were not above 500 mg/dl or below 54 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with updating the pump time and conducted a pump reset during the initial call. Caller was advised to monitor any future time discrepancies and was transferred to dexcom for a replacement g7 sensor.